Event description:
It was reported that a patient with diabetes observed that the Cleo infusion set tubing snapped in half at the infusion set side of the luer lock during the night. The patient replaced the tubing to resolve the issue and continued therapy. Patient involvement was reported; however, no patient harm occurred.

Manufacturer narrative:
Device has not been returned to Manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional information becomes available.